Manufacturer narrative:
#1718912-2017-00016 is associated with (B)(4) case, biotene moisturizing mouth spray (2013 formulation).

Event description:
Products burned her tongue / burned mouth [burn oral cavity]. Pain [pain]. Too much mint in them; they are very strong [product physical issue]. Case description: this case was reported by a consumer via call center representative and described the occurrence of burn of tongue in a female patient who received glycerin (biotene moisturizing mouth spray (2013 formulation)) oromucosal spray for dry mouth. Co-suspect products included sodium fluoride (biotene dry mouth fluoride toothpaste fresh mint (2013 formulation)) toothpaste for dry mouth. Concurrent medical conditions included sjogren's syndrome (suffers from dry mouth due to sjogren's syndrome ). On an unknown date, the patient started biotene moisturizing mouth spray (2013 formulation) and biotene dry mouth fluoride toothpaste fresh mint (2013 formulation) at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene moisturizing mouth spray (2013 formulation) and biotene dry mouth fluoride toothpaste fresh mint (2013 formulation), the patient experienced burn of tongue (serious criteria gsk medically significant), burned mouth (serious criteria gsk medically significant), pain and product physical issue. The action taken with biotene moisturizing mouth spray (2013 formulation) was unknown. The action taken with biotene dry mouth fluoride toothpaste fresh mint (2013 formulation) was unknown. On an unknown date, the outcome of the burn of tongue, burned mouth, pain and product physical issue were unknown. The reporter considered the burn of tongue and burned mouth to be related to biotene moisturizing mouth spray (2013 formulation) and biotene dry mouth fluoride toothpaste fresh mint (2013 formulation). It was unknown if the reporter considered the pain and product physical issue to be related to biotene moisturizing mouth spray (2013 formulation) and biotene dry mouth fluoride toothpaste fresh mint (2013 formulation). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Case (B)(4) is a linked case from the same reporter. Initial ae report received via phone call on june 13, 2017. Reporter indicated that his wife suffers from dry mouth due to sjogren's syndrome and has used all of the biotene products, but biotene moisturizing mouth spray (2013 formulation) and biotene dry mouth fluoride toothpaste fresh mint (2013 formulation) have too much mint in them; they are very strong. He reported that the products burned her tongue and mouth and suggested that gsk put less mint in them. The reporter and his wife have spoken to other dry mouth sufferers who have the same problem. Follow up email received from reporter on june 14, 2017. Reporter indicated that his wife suffers a lot from dry mouth and she uses all of the biotene products. She has a lot of pain when she uses biotene moisturizing mouth spray (2013 formulation) and biotene dry mouth fluoride toothpaste fresh mint (2013 formulation) because the mint is very strong in these two products. He stated that they've talked about it with several people who also suffer from dry mouth and they have the same problem with biotene moisturizing mouth spray (2013 formulation) and biotene dry mouth fluoride toothpaste fresh mint (2013 formulation). Error correction from initial receipt date 13 june 2017: events burn of tongue (serious criteria gsk medically significant) and burned mouth (serious criteria gsk medically significant) combined to one event term burn oral cavity (serious criteria gsk medically significant).

Manufacturer narrative:
#1718912-2017-00016 is associated with (B)(4) case, biotene moisturizing mouth spray (2013 formulation).

Event description:
Products burned her tongue / burned mouth [burn oral cavity]. Pain [pain]. Too much mint in them; they are very strong [product physical issue]. Case description: this case was reported by a consumer via call center representative and described the occurrence of burn of tongue in a female patient who received glycerin (biotene moisturizing mouth spray (2013 formulation)) oromucosal spray for dry mouth. Co-suspect products included sodium fluoride (biotene dry mouth fluoride toothpaste fresh mint (2013 formulation)) toothpaste for dry mouth. Concurrent medical conditions included sjogren's syndrome (suffers from dry mouth due to sjogren's syndrome ). On an unknown date, the patient started biotene moisturizing mouth spray (2013 formulation) and biotene dry mouth fluoride toothpaste fresh mint (2013 formulation) at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene moisturizing mouth spray (2013 formulation) and biotene dry mouth fluoride toothpaste fresh mint (2013 formulation), the patient experienced burn of tongue (serious criteria gsk medically significant), burned mouth (serious criteria gsk medically significant), pain and product physical issue. The action taken with biotene moisturizing mouth spray (2013 formulation) was unknown. The action taken with biotene dry mouth fluoride toothpaste fresh mint (2013 formulation) was unknown. On an unknown date, the outcome of the burn of tongue, burned mouth, pain and product physical issue were unknown. The reporter considered the burn of tongue and burned mouth to be related to biotene moisturizing mouth spray (2013 formulation) and biotene dry mouth fluoride toothpaste fresh mint (2013 formulation). It was unknown if the reporter considered the pain and product physical issue to be related to biotene moisturizing mouth spray (2013 formulation) and biotene dry mouth fluoride toothpaste fresh mint (2013 formulation). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Case (B)(4) is a linked case from the same reporter. Initial ae report received via phone call on june 13, 2017. Reporter indicated that his wife suffers from dry mouth due to sjogren's syndrome and has used all of the biotene products, but biotene moisturizing mouth spray (2013 formulation) and biotene dry mouth fluoride toothpaste fresh mint (2013 formulation) have too much mint in them; they are very strong. He reported that the products burned her tongue and mouth and suggested that gsk put less mint in them. The reporter and his wife have spoken to other dry mouth sufferers who have the same problem. Follow up email received from reporter on june 14, 2017. Reporter indicated that his wife suffers a lot from dry mouth and she uses all of the biotene products. She has a lot of pain when she uses biotene moisturizing mouth spray (2013 formulation) and biotene dry mouth fluoride toothpaste fresh mint (2013 formulation) because the mint is very strong in these two products. He stated that they've talked about it with several people who also suffer from dry mouth and they have the same problem with biotene moisturizing mouth spray (2013 formulation) and biotene dry mouth fluoride toothpaste fresh mint (2013 formulation). Error correction from initial receipt date 13 june 2017: events burn of tongue (serious criteria gsk medically significant) and burned mouth (serious criteria gsk medically significant) combined to one event term burn oral cavity (serious criteria gsk medically significant).